Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was alarming apnea when patient was on CPAP (continuous positive airway pressure) mode. Patient was okay, but swapped out ventilator due to continued alarming. Furthermore, there was no patient harm reported associated with this event.